Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient conditions could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2019 the patient had a computed tomography (CT) and echocardiogram that showed dissection flap and aortic root dilatation. The aortic root dilatation was the expansion trend, and it was decided to carry out the cardiac operation despite the risk of the rupture. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until they were transplanted on (B)(6) 2022. No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the patient had a computed tomography (CT) and echocardiogram that showed dissection flap and aortic root dilatation. The aortic root dilatation was the expansion trend, and it was decided to carry out the cardiac operation despite the risk of the rupture.